Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) in the patient's right eye approximately 2 months post-implant. The surgeon scheduled a lens exchange. Additional information has been requested, but has not been received. Reference MDR # 2031924-2014-00183 for the lens implanted in the patient's left eye.

Manufacturer narrative:
The lens is not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.